Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the g5 mobile application alerts stopped working properly. No additional patient or event information is available. No product or data was provided for evaluation. The reported event of the g5 mobile application alerts stopped working properly. A root cause cannot be determined.